Event description:
Info was received in aug-2004 from a pt with a history of arthritis both knees and one previous synvisc treatment (june 2003- "good experience"), who experienced left knee pain, couldn't walk and left knee effusion. Pt began a treatment with synvisc in july 2004. The pt received two injections of synvisc into both knees in july 2004. In 2004, approximately 7 hours after the second injections, pt experienced "pretty extreme pain" and "almost couldn't walk." Pt reported that "the right knee was fine, the left knee was not." On the morning of the next day the pt returned to the physician who administered the synvisc injections. The physician attempted to remove the fluid from the left knee. She removed fluid and sent the pt to an orthopedic surgeon. The surgeon operated that night on the left knee; he removed the rest of the fluid and had it lab tested. It was the surgeon's understanding that the knee was not infected and that it was "a reaction." The pt was hospitalized for three days.